Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral incisional hernia repair. She had revision surgery 3 years and 2 months post-surgery. The patient underwent wound exploration with debridement and packing.